Manufacturer narrative:
Different reagent lots and tests are affected, therefore a reagent issue is unlikely. Calibration and controls were acceptable. The field service engineer checked the instrument and found it to be ok, so a general hardware issue is also unlikely. The reporter stated the issue occurred again one month later and it was found that the urine sample tube was full and contaminated the serum sample. To prevent such contamination, the customer stated they started not sending completely full urine tubes to the analyzer, but aliquoting part of these tubes to use for testing. Since the customer started doing this, no further issues have occurred.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 and ureal urea/bun on a cobas 6000 c (501) module. Values from the sample were reported outside of the laboratory to the doctor. This medwatch will apply to the creatinine assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the bun assay. Measurements were performed with a serum tube and a plasma tube collected from the patient at the same time. The serial number of the c 501 analyzer is (B)(4).